Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 55 mm in diameter and 53 mm in length, abdominal aortic aneurysm. The patient had a previous implantation of aorta in the arch in (B)(6) 2006. The 3 talent devices were successfully implanted and the delivery system discarded. Vessel anatomy described as: proximal non-aneurysmal neck diameter was 28mm, distal non-aneurysmal neck diameter was 28mm. There was moderate calcification and thrombus distally. At 30-day follow-up, aneurysm size was 54mm with no endoleak or migration. At 1 year follow-up, there were no adverse events. It was reported at 24 months follow-up, there was suspicion of a type iii endoleak between the other manufacturer graft and the first talent. Additional implantation of tf3232 in proximal side, zone 2, was done and the type iii endoleak was resolved. After that, it was confirmed that there was an aneurysm expansion, which was deemed as pseudo aneurysm expansion and not because of leak and was assessed as not related to the device nor to the procedure. It was reported that a CT scan results showed a new taa that developed at a different location from primary disease. One month later two valiant stent grafts, vamf3636c150tj and vamf4646c200tj, were successfully implanted. The physician commented that the new taa developed in a different location from the target location for evar and therefore, it cannot be specified if the new taa was related to the device and/or the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (aneurysm). (New aneurysm).